Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (B)(4) is being cancelled as it was created in error as it is duplicate to complaint # (B)(4). The incident was determined to be a duplicate report to complaint (B)(4) (authority mfg report number (2249723-2025-0004560). As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. Customer called for assistance with the helium indicator on a cardiosave during use. No patient harm or injury was reported. They noticed that the helium alarm is red, and the other part says it¿s full. An image of the console screen showed the helium indicator was full but red. The helium pressure gauge showed the tank was full.